Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, burn mark were observed on the powerboard. The cause of the event is undetermined.

Event description:
It was reported that upon turning on the angel, there was a burning smell and then the machine shut down. There was no patient or staff injury. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.